Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that when she puts in the infusion set her blood glucose goes up and would put in another one. Customer declined to troubleshoot. Customer's blood glucose was unknown. Customer stated that no delivery was resolved by complete change. Customer refused to return the sets and reservoir for analysis. Advised the customer to report back in order to troubleshoot. No further information provided.